Manufacturer narrative:
(B)(4): jaw/cam interface disengaged. Eval summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam; therefore, it could not be removed from the trocar as the jaws would not collapse as intended. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device jammed when it was inside the pt. Unable to close the device and had to be removed with the trocar. Another device was used to complete the case. There was no consequence to the pt.